Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed through the med review method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: conclusion of assessment: a female patient underwent primary cementless total hip arthroplasty in 2009, later developing bone resorption and elevated metal ions, leading to a revision surgery in 2018 using competitor implants and stryker cables. While the original operation report wasn't available, confirmation was obtained from the stryker stickers. The root cause of the revision surgery was identified as multifactorial, including surgical techniques, patient factors, and implant issues. It is recommended to submit the explanted prostheses for metallurgical analysis by stryker engineers. -product history review: review of the device history review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: a female patient underwent primary cementless total hip arthroplasty in 2009, later developing bone resorption and elevated metal ions, leading to a revision surgery in 2018 using competitor implants and stryker cables. While the original operation report wasn't available, confirmation was obtained from the stryker stickers. The root cause of the revision surgery was identified as multifactorial, including surgical techniques, patient factors, and implant issues. It is recommended to submit the explanted prostheses for metallurgical analysis by stryker engineers. Additional information, operative reports, progress notes, x-rays, follow up notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that allegedly the patient was implanted with an lfit v40 femoral head on her right hip on or about (B)(6) 2009. It is further alleged that she developed bone resorption at her acetabulum and proximal femur as well as elevated cobalt levels in her blood and based upon these findings she was revised on (B)(6) 2018.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit v40 femoral head on her right hip on or about (B)(6) 2009. It is further alleged that she developed bone resorption at her acetabulum and proximal femur as well as elevated cobalt levels in her blood and based upon these findings she was revised on (B)(6) 2018.